Event description:
MFR rec'd a report from an attorney alleging that his client sustained a fractured rib as a result of a fall with her walker. The attorney has not permitted eval by the MFR and a specific malfunction has not been reported. The physician treating her has diagnosed her with advanced parkinson's disease and stated that she is at risk for recurrent falls.